Event description:
Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the patient has definitive persistent iritis (ou). Per report, the patient was evaluated by a glaucoma specialist who does not believe the stent positioning is causing the reported iris chafing. The surgeon is planning to perform a uveitis work-up (ou), and additional treatment options may be considered based on the patient condition.

Manufacturer narrative:
A review of the device labeling was completed. Iritis and uveitis are identified in the labeling as a known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iritis and uveitis are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop, decreased/impaired vision and stent obstruction are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2021-00031 for the patient's right eye (od).

Event description:
It was reported that following a bilateral cataract plus trabecular microbypass stent system procedures, the patient presented with persistent pigment dispersion approximately two (2) weeks postoperatively. Per report, the surgeon believed the stent may be placed posteriorly to the trabecular meshwork (tm) which may have contributed to reported event. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that following the consult, the stents appeared placed properly and not be causing any iris chafing. Moreover, based on the patient¿s history of notable episodes of blurry vision, a possibility of intermittent reflux of heme into the anterior chamber (ac) was suspected. Other potential factors (such as the iol positioning) contributing to the reported event (pigment depression) were also discussed. Following the initial medical consult, the surgeon reported the following. During a follow-up examination the patient presented with iop increase associated with decreased vision (ou) and the patient reported experiencing pain. Peripheral anterior synechiae (pas) was also observed around the stents (partial buried) with no heme in the inferior angles. Additional steroids were prescribed, and the patient will be monitored. Additional information has been requested. This report references the patient's left eye (os).